Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found down and unresponsive at their home on (B)(6) 2022. The mobile power unit (mpu) was not powering the lvas at that time. The patient was brought to the emergency room and was found to have a large right intraparenchymal hemorrhage with a 6mm shift to the left as well as brain compression. The patient had paralysis on their left side as well a left-sided facial droop. The patient was admitted to the neurological intensive care unit and given keppra prophylactically. The patient's blood pressure was being controlled to stay in the 70-80 range and their anticoagulation and antiplatelet drugs were withheld; kcentra was administered. Log file analysis captured a series of no external power events on (B)(6) 2022 due to mpu briefly losing power. The log also captured no external power events on (B)(6) 2021 and (B)(6) 2022 that appeared to have been caused by the patient disconnecting both of their controller leads when changing power sources. On (B)(6) 2022, the site reported that the patient had sustained elevated pump power around 9 to 10 watts. The patient was asymptomatic. There was no change in patient care from this event. Log file analysis captured a few transient elevations in power and flow. Related MFR #: 2916596-2022-00112.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The log files contained approximately 31 days of data combined (12dec2021 ¿ 12jan2022). The log files captured no external power alarms on 04jan2022 from 22:55:21 to 23:05:31 due to a temporary loss of ac power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the loss of external power. The pump maintained a speed above the low speed limit throughout the log files. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on (B)(6) 2020. Review of the device history records revealed that the mpu was shipped with a v-lock ac power cord. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and heartmate ii IFU section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook and heartmate ii IFU section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.